Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The distal conductor had blood/body fluid (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found. All conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during a system upgrade two lead implants were attempted (model 4194 and model 4196) but were not implanted due access issues. No patient complications have been reported as a result of this event.